Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the shaft was very difficult to rotate. There were no patient consequences. Case completed with the same device. One device will be returned.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch the device was received with the hand activations contacts bent. The device was connected to a test handpiece with difficulty. During mechanical testing, the rotation knob did not rotate freely. The device was then functionally tested on the gen11 generator. The device was disassembled to inspect the internal components and no anomalies were noted. The damaged hand activation contacts could cause rotational issues with the device. In addition, it can cause improper torquing of the blade, which could cause the generator to display communication or activation issues and alert screens. To avoid damaging the contacts, it is recommended to assemble the device vertically. Hand switch contacts damaged due to tilted handpiece hitting contact top surface during assembly.